Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was not received stuck in the manufacturing mode. The pump was received with operating currents within spec. The pump passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test. The pump was received with cracked case on the back at the battery tube area. The pump was received with minor scratched display window, case and keypad overlay. The pump also had a faded serial number label.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 465 mg/dl. The customer's current blood glucose was unknown. The customer experienced the symptom such as vomiting. The customer was treated by bolus. Troubleshooting was done for high blood glucose and under delivery. Customer went to emergency room. They stated that ketones began to hurt too badly. The customer also stated that they have syringes and insulin as a back-up plan but they did not have them with him at that time when he went to hospital. Customer also stated that the cannula was bent. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis.